Event description:
As reported from fcs, approximately 1.5 years post implant of a 26mm sapien 3 ultra valve in the aortic position. The patient is returning for a valve in valve procedure, due to stenosis. Intervention was planned, but did not occur as the patient passed away prior to the scheduled intervention. There was no information on the cause of death.

Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.